Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer required assistance due to their bg level and was given a manual injection by the school nurse. Customer also had ketones but were not identified as life threatening by the healthcare provider. The customer continued using the pump for insulin therapy.